Manufacturer narrative:
Date of event: the exact event date is unknown. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with an empty inflatable penile prosthesis (ipp) pump. A revision surgery was performed and a hole in the reservoir was identified, resulting in fluid loss. The reservoir was removed and replaced. There were no patient comlications.